Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. Proglide part 12673-03, lot unk is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified operator, therefore unknown if trained in the use of the proglide device, attempted to use 2 proglide devices in a common femoral artery, in a pre-closure fashion, on an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, unspecified product experiences occurred with the 2 proglides during suture deployment. The facility reporter indicated that this required two additional proglide devices to achieve hemostasis or open surgery closure. The femoral angiogram performed prior to the procedure revealed calcified plaque at the access site. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicateshemostasis was achieved with a total of two additional proglide devices for this case.